Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse inspected all tip clamps and plunger clamps, inspected for stray tips in tip dispensing and loading areas. The fse verified proper tip loading and tip pickup, and cleaned the tip assembly. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.